Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. A visual inspection determined that the heater wire was flexed away at the tip and center of the hot jaw. The wire remained attached at the base of the jaws. A visual inspection also determined that the silicone was peeled from the tip to the center of the hot jaw. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure "failure to cut". The resistance value was measured at 0.672 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over five (5) repetitions using "max life test method. Due to the damage sustained to the wire, the device failed to transect the tissue 5 times. Based on the results of the evaluation, and the returned condition of the device, the reported failures "bent wire" and "failure to cut" are confirmed. The analyzed failure "peeled jaw" is also confirmed. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire came off the jaws and would not cut or seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire came off the jaws and would not cut or seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.